Event description:
A power source alert 07 was reported by a caller. There was no adverse impact to the customer's blood glucose level. The customer was using a tandem charging cable and wall adaptor, and after leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, the pump began charging, resolving the issue without further assistance required.